Event description:
It was reported that the procedure was to treat a cto of rca. Two stents were implanted, one was implanted proximally and the other stent was implanted distally. The guide wire was retracted, but due to a new thrombosis, the vessel was rewired with the traverse guide wire. At this point the guide wire could not be moved back or forth. An attempt was made to remove the guide wire, but this was unsuccessful. More force was applied and the proximal part of the guide wire and the dilated intermediate coil was retracted. A part of the inner core remained in the vessel. An ultrasound was performed that revealed approx a 30-40 cm long part of the inner core had prolapsed into the aorta descending. The pt was released without further intervention. No other information was available.